Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe oral 3 ml amber plunger rod was damaged. This occurred on 4 occasions. The following information was provided by the initial reporter: post filling, syringes were being visually inspected and 4 syringes were observed to have a crack in the syringe plunger, please see attached photos of an example of the defect found.

Manufacturer narrative:
H.6. Investigation: two photos each displaying a single loose 3ml syringe were received and evaluated. It was observed in both photos the plunger rod had a crescent shaped crack present in one of the ribs, which was rejectable per product specification. Potential root cause for the cracked plunger rod defect is associated with the assembly process. It was likely a result of plunger rods entering the dial incorrectly. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe oral 3ml amber plunger rod was damaged. This occurred on 4 occasions. The following information was provided by the initial reporter: post filling, syringes were being visually inspected and 4 syringes were observed to have a crack in the syringe plunger, please see attached photos of an example of the defect found.